Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a mid-urethral sling procedure. According to the complainant, the mesh carrier was loaded onto the delivery device and placed within the patient's transobturator muscle on the first side. The mesh carrier was fully seated on the delivery device tip prior to insertion and the midline marker was at the midline position under the urethra. When the physician attempted to deploy the delivery device, the mesh carrier would not release from the delivery device tip. The delivery device and mesh were removed from the patient, and the physician was able to release the mesh carrier from the delivery device tip outside of the patient. However, the mesh fell on the floor when the carrier was released from the delivery device tip. The physician completed the procedure with a second solyx single incision sling system. There were no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual and functional analysis of the returned device revealed no defects. Both mesh carriers fit easily onto the delivery device and deployed freely. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a mid-urethral sling procedure. According to the complainant, the mesh carrier was loaded onto the delivery device and placed within the patient's transobturator muscle on the first side. The mesh carrier was fully seated on the delivery device tip prior to insertion and the midline marker was at the midline position under the urethra. When the physician attempted to deploy the delivery device, the mesh carrier would not release from the delivery device tip. The delivery device and mesh were removed from the patient, and the physician was able to release the mesh carrier from the delivery device tip outside of the patient. However, the mesh fell on the floor when the carrier was released from the delivery device tip. The physician completed the procedure with a second solyx single incision sling system. There were no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."